Event description:
Medtronic rec'd information that this bioprosthetic aortic valve was implanted without complication. Upon completion of the implant procedure, the surgeon observed a perforation in one of the valve cusps. The decision was made to explant and replace this valve, which was performed without reported pt complication.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: upon receipt, visual inspection identified a large perforation/tear in the right cusp, which appears to be associated with a sharp object. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device attributed to user interface, as analysis indicates a sharp object perforated the valve leaflet. The device was explanted and replaced without reported adverse pt effects.